Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect deficiency. If a product defect deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. Sensor kit expiration date is 30apr2023. The medical event associated with this case occurred on (B)(6) 2024 which confirms the usage of the device beyond the useful life of the device. No additional investigation is required at this time as the device met its specification lifespan. If the product is returned, a physical investigation will be performed and a followup report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer was unable to self treat requiring contact with a healthcare professional (hcp) who works in the same hospital the customer works in. The hcp provided third party treatment of "glucose cream" (type/dose unspecified), "candies, and food." There was no report of death or permanent impairment associated with this event.